Event description:
New information available on (B)(6) 2018 states that, the lead was capped and replaced on (B)(6) 2018 due to low impedance and noise.

Event description:
It was reported that the right atrial lead exhibited noise and low impedance in (B)(6) 2018. The noise led to inappropriate mode switches. The lead was reprogrammed. The patient was stable throughout.

Event description:
New information available on (B)(6) 2018 states that, the patient was stable prior to, during and post procedure.

Event description:
Patient remained stable prior to, during and post procedure and was discharged as anticipated.